Event description:
The customer reported to customer service that they are having an issue with the prongs on the power supply of their breast pump. The prongs are constantly slipping back into the box and customer has to continually pull them out.

Manufacturer narrative:
Contact was not made with the customer to obtain add¿l info regarding this event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that she was continually having to pull the prongs out which is a safety risk. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field actin safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.